Manufacturer narrative:
This report is being submitted as a correction to b1, b2, and h1 for a product problem based on further review. Section h8 health impact grid code was corrected to reflect the change in b1 and h1, there was no health consequences or impact.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging prostate infection and urinary tract infection (utis) response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.